Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid (unknown concentrations and doses) via an implanted pump. The pump's indication for use was non-malignant pain. The patient stated that his pump was empty and the alarm was sounding every half hour since (B)(6) 2016. He reported that he experienced withdrawal symptoms "bad" and went to an emergency room (ER) in (B)(6) 2016 and was told they don't write narcotics for anyone anymore and was told to take 800 mg of motrin and tylenol. The patient stated that his healthcare professional (hcp) gave him 30 days to find a physician; the patient wasn't sure what happened. He stated that he had medicare and also had a workman's compensation case and there's a process for filling out the c9 form to change hcps. He reported that his prior hcp took his oral pills away because the patient tested positive for 'pot.' He stated that they still refilled his pump and then refilled it at end of (B)(6) 2015 and was told he had 30 days. The patient was taking oral dilaudid and opana; he stated that the oral dilaudid wasn't working and the hcp stated that he would change it, but didn't and still gave oral dilaudid. The patient had a personal therapy manager (ptm) and limited himself as long as he could to stretch the pump medication out and then "it finally said empty." It was reported that error code 8254 (low reservoir alarm code) occurred on (B)(6) 2016 at 13:26 and error code 8286 (empty reservoir alarm code) occurred on (B)(6) 2016 at 12:44. The patient had nothing orally and was reportedly "sweating to death." It was indicated that the patient missed a scheduled pump refill appointment in (B)(6) 2016. It was noted that the patient's preexisting pain returned due to the empty pump and the patient not having oral medication. The patient had been discharged by his healthcare professional and didn't have a primary care physician at the time of the report. The event date is an approximate date. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.